Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. There were no issues noted with the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: the issue likely occurred due to the device being used in conjunction with a high-frequency device. However, a definitive root cause of the event could not be identified. This issue is addressed in the instructions for use (IFU): the content of oev321uh's instructions for use ra5182, fifth edition, page 9 has been checked and the following information is provided. Facility uses a high-frequency device, and noise/blackout is generated at that time. Therefore, it is thought that the problem can be solved by not using this device together with a high-frequency cautery power supply or by lowering the power. ·if you use a radiofrequency ablation device with this product, use our radiofrequency ablation device. The use of non-our high-frequency ablation power devices may cause high-frequency noise on the observation monitor or affect the procedure, or the viewing screen may disappear. ·when using a radiofrequency ablation device, there is some noise in the observation images. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the 4k uhd lcd monitor screen blacked out and did not recover when high frequency output was performed. The entire screen including the text displayed disappeared and the coagulation was taking longer than usual. The issue was found during a therapeutic endoscopic submucosal dissection and it was completed using the connected sub monitor. There were no reports of patient harm associated with this event.